Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
The tip of the atw wire unraveled during the procedure. The report received from the field indicated that the atw wire was used to advance an outback ltd re-entry catheter that was unsuccessful in attempting to re-enter the true lumen. When the wire was removed from the catheter, it appeared that the length of the j-tip part of the wire had unraveled away from the wire's core. Additional information indicated that no anomalies were noted during inspection or prepping of the wire.